Event description:
It was reported one of the transport wheels detached from the chair. There were no reports of this occurring during a patient transport nor have there been any allegations of injury as a result. An authorized field technician was dispatched to the customer's location to conduct a visual and functional evaluation. The reported issue was confirmed and the chair was repaired and returned to service.